Event description:
It was reported to medtronic neurosurgery that several days after the device was implanted, it was found that the device had malfunctioned. According to the report, a CT scan showed device leakage, so the device was explanted. Allegedly, the chamber had leaked.

Manufacturer narrative:
The product was not returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Although the device was explanted, the reported event did not allege deficiency or malfunction in the catheter.